Event description:
The customer reported that while initiating therapy on a pt, the unit failed the safety disk leak test. The pt was switched to another unit and therapy was continued. No pt injury was reported.